Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual inspections were performed on the returned device. The reported cuff miss could not be tested due to device components not being returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The other proglide device referenced is filed under a separate medwatch report number. Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with two proglide devices, using the pre-close technique, prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly, the proglide devices failed. The sheath was upsized to 16f and the tavr procedure was completed. A surgical cutdown was performed to achieve hemostasis. Protamine was given. There was a clinically significant delay in the procedure due to the surgical cutdown. No additional information was provided.